Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned endometriosis. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and diagnostic cyo). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal uterus, normal bilateral fallopian tubes and ovaries; one small area of endometriosis on left uterosacral ligament. [Pathology test] on (B)(6) 2023: specimens: uterus, bilateral fallopian tubes and ovaries. Final diagnosis uterus with bilateral ovaries and fallopian tubes, hysterectomy and bilateral salpingo oophorectomy: -uterine corpus: adenomyosis and fibrotic endometrial cavity. -uterine cervix: no significant pathologic abnormality. -bilateral fallopian tubes: no significant pathologic abnormality. Essure coils present. -bilateral ovaries: no significant pathologic abnormality. Clinical information endometriosis uterus, bilateral fallopian tubes and ovaries is a hysterectomy specimen with attached right and left fimbriated fallopian tubes and ovaries. The endometrial cavity is slightly stenosed and remarkable for trabeculated fibrous scar tissue the endometrium and myometrium measure up to 0.1 cm and 2.7 cm in greatest thickness, respectively. Portions of the endometrium are incarcerated by the fibrous scar tissue a metallic coil consistent with an essure coil is located within the left cornual region. The right fallopian tube is 9.5 cm in length by up to 0.6 cm in diameter. It is remarkable for multiple paratubal cyst containing translucent fluid, up to 0.6 cm in greatest dimensions. The patent lumen is up to 0.4 cm in diameter. Portion of the lumen is occluded by a metallic coil consistent with a essure coil. It is remarkable for multiple paralubal cyst containing translucent fluid, up to 0.5 cm in greatest dimensions, and a patent lumen, up to 0.4 cm in diameter. A portion of the lumen is occluded with a metallic coil consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.